Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl at the time of incident. Customer ran self test and displacement verification test and it was passed. Customer was not assisted with troubleshooting for high blood glucose level. No further patient complication were reported. The customer will continue to use the device.